Event description:
Brown port of central line in femoral vein was disconnected. Upon assessment, brown port and clear portion of tubing was unattached from hub of central line and patient was bleeding. Drips changed to peripheral line and other ports clamped. No appearing harm to patient. Micu fellow at bedside and replaced line. Damaged femoral line removed with tip intact.